Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient's mother to forget devices in the bluetooth settings, turn the bluetooth off and on, remove and re-install the g5 application then manually enter the transmitter ID by hand. The reported issue was resolved as pairing was completed. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/12/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.